Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. Further information was requested however, was not provided.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.